Event description:
Boston scientific received information that pacing impedance measurements on the right atrial (ra) channel of this pacemaker were low and out of range, triggering a mode switch. No noise was noted on the electrogram. No adverse patient effects were reported. This device remains in service.